Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, the cgm readings was 80 mg/dl when the patient was still at home, he felt lightheaded and dizzy. The patient took a fingerstick at home but couldn't remember bg meter reading. He ate little packets of maple syrup and sugar to alleviate the symptoms. The patient waited until he started feeling like he could stand. After a couple of minutes, he felt dizzy again and he smashed his head and passed out. The patient woke up and drove a mile and a half away, he got to dover plains, the little hamlet and he saw a sheriff. He asked the sheriff if he could take him to the hospital, but the sheriff declined. Sheriff called 911 instead. The patient couldn't remember his cgm and bgm reading when he arrived at the hospital because he was unconscious. At the hospital the patient was treated with IV infusions for 2 days, insulin (could have been for diabetes management) and anxiety medication. The patient was hospitalized for 2 days for monitoring. At the time of the report the patient was okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.